Event description:
Information received with return of the explanted device notes high thresholds two hours post implant. The lead was successfully repositioned, but due to the worsening of the patient's state and the lead value, the lead was explanted ten days later.